Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air bubble alarm. Detailed inquiry description: patient in cvicu with air bubble alarm noted by the bedside rn. The heparin was being run through the tubing with the asv. Rn reported to charge rn and educator. B braun representative was onsite when this occurred. Upon arrival to bedside (by csam) bedside had tubing out of pump. It was reinserted by bedside rn. I stayed in the unit approximately one hour after initial alarm. There was no further alarm noted. No injury reported.